Event description:
A report was received for a user facility that indicated that they have had incidence where the clinician was performing an abg draw and received a needle stick injury for a used needle. It was reported that clinicians are removing the needle safety feature from the device prior to blood draws. At the conclusion of the procedure without a safety mechanism needles are left exposed and needle stick injuries have occurred.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.